Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary was not communicating.The customer stated that there was a delay in patient care.As per part investigation, it was determined that shorted diode D501 / MOSFET Q501 on the Drawer Controller Board.There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of Device is Not Communicating / Station offline in Rss was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU testing and inspection process. According to the Work Order (WO) (b)(4), drawer 5.2 had a bad controller board, which is why the station was not powering on, the FSE replaced the controller board and ran the final test on Hardware Test Application (HTA), and it passed. The user successfully did inventory for the drawer. During DCHU Visual Inspection: P/N: 151622-01: Was received in good conditions. During DCHU Testing: P/N: 151622-01: DMM testing was performed, and it was confirmed that diode D501 / MOSFET Q501 is shorted to ground. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: It was determined that the root cause of the drawer Device is Not Communicating was attributed to a shorted diode D501 / MOSFET Q501 on the Drawer Controller Board which led to circuit instability and ultimately compromised the drawer's functionality.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 22-APR-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DEVICE WAS NOT COMMUNICATING. A FIELD SERVICE ENGINEER (FSE) CONFIRMED THAT THE DRAWER 5.2 HAD A BAD CONTROLLER BOARD AND FOR THAT THE STATION WAS NOT POWERING ON. THEN THE FSE REPLACED THE CONTROLLER BOARD. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY WAS NOT COMMUNICATING. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED DUE TO THIS EVENT.